Event description:
Related to MFR report # 2183959-2010-00510. (B)(6). On (B)(6) 2005, a clinical study pt was implanted with perigee graft and also had an apogee graft implanted. The pt reported during a f/u visit with her physician that her partner was experiencing pain during intercourse. This information was rec'd on (B)(6) 2009. On (B)(6) 2006, the pt was brought to the operating room to trim the perigee mesh and it was also found that the apogee mesh had extruded. The apogee mesh was then trimmed and the site was closed. The pt was then treated for possible site infection. It is not clear if the apogee mesh extrusion was the cause of the pt's dyspareunia.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a f/u report will be sent.